Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic after receiving an alert, the right ventricular lead was found to be exhibiting high, out of range, pacing lead impedance, and an increased capture threshold. The lead was capped and replaced. The patient was in good condition following the procedure.